Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hernia-inguinal repair, the obturator broke off when the surgeon was trying to pull it out. Another device was opened and used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device noted that it was returned with the obturator top disengaged. A review of the device history record for the device indicates the product was released meeting all medtronic quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed damaged obturator was determined to be a result of a manufacturing activity. During assembly, a machine could have affected the strengths of both components resulting in brittle materials. A process improvement has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.